Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source exhibited a communication error e103. The issue was found during an unspecified procedure, and it was completed with the same device. There were no reports of patient harm.